Event description:
Customer reported a discrepant low inratio result. On (B)(6) 2014 inratio = 1.5. Doctor had patient admitted to the hospital and wanted the patient to receive heparin treatment. The hospital did lab work and lab inr = 2.4. Patient was released without being given any treatment. Patient's therapeutic range: 2-3. The first drop of blood was not used when inratio testing was performed.

Manufacturer narrative:
Investigation pending.